Event description:
It was reported that when using the bd pyxis¿ medbank tower had an issue button was missing after using validation code. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue button was no longer visible once the validation code had been approved. A technical support specialist (tss) exited the application and relaunched it. The customer then logged back into the cabinet, and the issue button reappeared. After that, the customer was able to issue medications to her patient without any issues. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had an issue button was missing after using validation code. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.